Manufacturer narrative:
The reported field event high-voltage output anomaly could not be confirmed in the lab. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for defibrillation threshold testing. During testing, it was found that the implantable cardioverter defibrillator (ICD) exhibited failure to convert two episodes of induced ventricular tachycardia and the patient was externally defibrillated for both times. Procedure was attempted on (B)(6) 2024 to address the issue initially, but it was aborted due to unrelated reason. The ICD was explanted and replaced. Patient condition was stable pre-procedure, and no further patient consequences reported.